Event description:
It was reported by the affiliate that the (2) tvc55 devices were used during a total gastrectomy procedure. It was reported that the instruments locked out. The case was completed with another instrument. There was no pt consequence.